Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error and prime/fill anomaly. Customer's blood glucose was unknown mg/dl. The customer stated the drive support appears normal. The customer was exposed to high magnetic such as body scanner two weeks ago. Customer did not report an motor position encoder error alarm. The customer was assisted in performing pump rewind and said she had prime pump. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.